Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump was received with broken battery tube threads, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and there are cracks near the battery compartment. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was given.